Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limiting (apl) valve assembly was ordered for replacement to correct the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve resulting in a loss of manual ventilation during pre-use checkout. There was no report of patient involvement.